Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID 9733068 (unknown serial/lot); product type: 2543-mnav - system; implant date n/a; explant date n/a product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a sw kit 9735737 stealth s8 cranial h3) onsite functional and visual examination was performed by a manufacturer representative. The representative was unable to replicate the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that they were unable to track the biopsy needle while in surgery using their setup. The representative reported there were no hands on the probe when setting the trajectory. They tried moving the camera and making sure nothing else but the reference frame was actively tracking with no change. The site tried two other biopsy needles with no change. They confirmed no fluids on the spheres. After one attempt at resetting the trajectory they were able to track the needle briefly. The site took tip stop length provided by the system and continued with the biopsy without the tracking needle. There was no reported delay and no reported impact to patient outcome. The representative opened the ndi tool box and confirmed that the camera was seeing the biopsy needle spheres.

Manufacturer narrative:
H2-3) the software analysis concluded that there was no software failure found. The archive was not available, but logs were reviewed. One application session available on incident reported date. Surgeon followed the below workflow: verified the probe and it was available in camera¿s field of view (fov). Locked the trajectory and the current probe immediately got updated to biopsy needle. User navigated to instruments task that unlocked the trajectory bringing back the probe to fov. User locked the trajectory that brought the biopsy needle to fov. Unlocked the trajectory again that brought the probe to fov as expected. As per the log analysis, biopsy needle was found to be tracked as soon as the trajectory was locked and it was not tracked when unlocking the trajectory. There was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.